Manufacturer narrative:
A visual inspection, and detailed analysis were performed on the returned device. The material separation was confirmed. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the packaging was not returned. Based on the reported information and the observations from the returned analysis, the investigation determined that the guide wire fracture appears to be related to unintended user error. The guide wire spring tip section was returned engaged and stuck in the oad tip bushing. Scanning electron microscope (sem) analysis of the spring tip shows rotational damage on the proximal spring tip filars and ductile torsion on the core wire fracture face. This evidence is consistent with the spinning oad making contact with the spring tip leading to the fracture. The diamondback 360® coronary orbital atherectomy system instruction for use (IFU), warns: ¿use fluoroscopy to monitor movement of the radiopaque diamondback 360 coronary orbital atherectomy device (oad) shaft tip in relation to the radiopaque viperwire guide wire spring tip. Always keep more than 5 mm of spacing between the distal end of the oad driveshaft and the proximal end of the guide wire spring tip. [If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip.]¿ based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during percutaneous coronary intervention (pci), the diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of heavily calcified, moderately tortuous, 90% stenosed left anterior descending artery (lad). The oad functioned without issue, and the procedure was completed uneventfully. However, the physician noted that saline leakage from the oad was more pronounced than usual, and the connection between the upper and lower parts of the oad handle seemed loose since preparation prior to use. There were no adverse patient effects and no clinically significant delay in the procedure. The physician believed it was highly likely that the oad and viperwire became stuck either during retrieval after completion of the procedure and fractured ex vivo or during transportation but this was unable to be confirmed. Device analysis found the guide wire was fractured.